Manufacturer narrative:
Date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor, urinary/bowel dysfunction, and urge incontinence. It was reported that in june their bladder and bowel issues returned and they said that it was determined that ins battery depleted without notice. Patient received replacement system on (B)(6) 2022.